Event description:
The trilogy 100 ventilator was returned to the manufacturer service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device, the customers complaint was confirmed. Evidence of (foam degradation inside the assembly, deteriorated foam) was present in the inlet air path cavity. Additionally, during the evaluation, preventative maintenance was performed, and the ac connector was damaged therefore it was replaced unrelated to the reported malfunction. Additional components were replaced due to cosmetic or physical damage. The device was serviced, re-ran and passed all testing.